Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant was completely covered with bone. No thread tap used. Symptoms were periodontal disease, peri-implantitis, increased sensitivity, inflammation, mobility.